Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm and a blank display. Customer's blood glucose level was 211mg/dl. The customer was assisted with troubleshooting and the display did not return after the pump restart. The drive support cap was sticking out. Insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed the displacement test. Unable to perform the self test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Device passed the stop current and run current test. No blank display anomaly noted. No damage found on lcd isolation tape noted.